Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported "malfunction keypad" which was reproduced through troubleshooting of the device. Evaluation inspected the device and found the 0-9 keys to be intermittently failing. The cause was determined to be failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a keypad malfunction. There was no known patient injury or medical intervention associated with this event. No additional information is available.